Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The optic is cut in half, typical of insertion and removal from the eye. A small crack is observed near the center of the optic which could be interpreted as the reported scratch. Marks are observed on the optic in the shape of a surgical instrument used to grasp the lens. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. The file also indicates the use of a non-qualified viscoelastic. Optic damage was observed. The root cause for the reported complaint may be related to a failure to follow the IFU. The viscoelastic indicated is not qualified for the lens/cartridge combination used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, scratch on lens was observed. The intraocular lens that was removed from the patient's eye. Additional information has been requested and provided that there was no patient harm and no hospitalization.